Event description:
A health care professional reported that the vitrectomy probe did not cut properly and that there was no issue with the fluid flow. The system did not give any error message. There was no patient impact. Additional information has been requested. This is the first of two medical device reports being filed for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).